Event description:
The implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, swelling and abscess. No further patient complications were reported.